Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented with an inappropriate therapy from their implantable cardioverter defibrillator on (B)(6) 2021. Device was explanted and replaced on (B)(6) 2021 no patient condition after the event was reported.